Event description:
An allen beach chair accessory model 90000 was attached to the leg section of the skytron 6500hd. The facility had a 300lb pt on it and that caused the leg section to fall off the table twice. No injuries were reported.